Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that he had a ¿new¿ stimulator implanted ¿because the old one wasn¿t working properly¿ 4-5 years ago. No further complications were reported.